Event description:
The customer received discrepant results in the abo forward test on the results by sample report. No erroneous results were reported.

Manufacturer narrative:
The customer repeated testing using the same sample and the correct result was confirmed. Cts reviewed the result by sample report and the instrument log files. Cts informed the customer the discrepant result was from the sample when it was manually entered in the system. The customer states the sample may have been switched when it was manually entered. The customer is satisfied with the findings and the assistance. The investigation determined that the most likely root cause of this event was user error. (B)(4). Phonefix.